Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a ruby coil pusher assembly became kinked as the hospital staff was removing the ruby coil from its introducer sheath. The ruby coil pusher assembly became kinked prior to use and therefore, the ruby coil was not used for the procedure. The procedure continued using a new ruby coil.